Event description:
Patient developed edema on the left ankle approximately three months post posterior tibialis tendon repair with topaz debridement and tendon sheath augmentation with orthadapt. Two weeks later, 15 cc of fluid was aspirated. One week later, exploratory surgery revealed the native tissue was healed and subsequently, the bioimplant was removed.

Manufacturer narrative:
The physician performed coblation therapy with topaz on the posterior tibialis tendon to debride a nonviable/ thickened section. The tendon rupture was re-approximated with 3-0 vicryl suture followed by orthadapt augmentation over the tendon sheath. The case assessment, based on the provided information, could not determine the specific cause of the event; however, the combination of poor native tissue coblated with topaz, method of bioimplant fixation and infection could not be ruled out as possible contributors to the event. Physician indicated that when the bioimplant was removed, the native tissue was healed. The manufacturer of the device at the time was pegasus biologics, inc.